Event description:
On (B)(6) 2013, patient contacted animas, alleging that the ¿up arrow¿ and ¿down arrow ¿ buttons are slow in response when pressed. Patient stated that there is no damage to the keypad, no trauma to the pump and no moisture ingress was noted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/15/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects with no damage to the keypad. Investigation revealed that all the buttons responded properly. Upon removal of the keypad cover, contamination was found under the ¿up¿, ¿down¿, and contrast button contacts. Unrelated to this complaint, the device powered up to a dim and discolored verifying screen. The display screen was replaced with a test display, and the test display screen was functioning properly. In addition, a crack was observed along the side of the battery compartment.